Event description:
It was reported that farfield oversensing and noise were observed during routine follow up. Emi was suspected as the patient was using a drill at the time. The device was reprogrammed and the patient is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.